Event description:
Patient reported implant right is ruptured. Diagnosed by ultrasound. Patient has pressure pain in the breast. Physician reported clearly palpable and visible and fold of implant and capsular contracture, baker grade unknown and "liquid lamella", and ¿pronounced seroma with increased volume and rippling as well as severe capsular contracture¿. The status of the device is unknown. Right side.

Event description:
The device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported implant right is ruptured. Diagnosed by ultrasound. Patient has pressure pain in the breast. Physician reported clearly palpable and visible and fold of implant and capsular contracture, baker grade unknown. The status of the device is unknown. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, b.6, d.6.

Event description:
Patient reported right side rupture, pressure, and pain. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, pressure, and pain. The device remains implanted.